Event description:
It was reported that in (B)(6) of 2021, their healthcare provider (hcp) suspected there might be a lead issue. The patient will see the hcp again in april and the hcp may need to revise depending on the status of the lead wire. No patient symptoms were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40. If information is provided in the future, a supplemental report will be issued.